Manufacturer narrative:
Patient age at the time of event: 70s.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the heavily calcified superficial femoral artery. A 4.0x220x150 sterling balloon catheter was advanced for dilatation. However, during inflation at 6 atmospheres, the balloon ruptured. The device was completely removed intact and the procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that there was 50% stenosis during post atherectomy. The balloon ruptured at initial inflation.

Manufacturer narrative:
Patient age at the time of event: 70s.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the heavily calcified superficial femoral artery. A 4.0x220x150 sterling balloon catheter was advanced for dilatation. However, during inflation at 6 atmospheres, the balloon ruptured. The device was completely removed intact and the procedure was completed with a different device. There were no patient complications nor injuries reported.